Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that the sensor was needle was broken. The customer blood glucose was 130 mg/dl. The customer reported that the sensor needle was broken, while they were at hospital. The sensor will not be returned for analysis.